Manufacturer narrative:
This lead remains implanted and thus will not be returned for analysis. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during the implant of this epicardial left ventricular lead, the physician noted that the lead was outside the coronary sinus. The physician elected to leave this lead in place and the lead was successfully implanted with no further complications.